Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump improperly shutdown during infusion. While in CT for imaging, the pump was infusing clevidipine when the pump made a high pitch noise and the screen flashed green and yellow. When the screen came back on, it was frozen, and the customer was unable to press any buttons or power down the pump. This issue was then reviewed in the biomed and it was noted that the pump had shut down improperly upon acknowledging the improper shutdown screen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.